Manufacturer narrative:
(B)(4). Concomitant product(s): associated item number: 14-103650, item name: univ 2-hole shl 50mm lnr sz 23, lot # 418020. Associated item number: ep-105883, item name: epoly 28mm rlc lnr mrom sz23, lot # 334350. Associated item number: 51-109050, item name: tloc 133 mp sp t1 pps ho 5x95, lot # 3262237. Associated item number: unk screw, item name: unk screw. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study 484 it was reported that a patient experienced postoperative moderate pain and some problems walking about, washing/dressing themselves and performing usual activities at the 6 month postop visit. It was also reported via the 6 month and 1 year phone interview that patient used cane for support when walking. Attempts have been made and no further information has been provided.